Event description:
It was reported that implantable neurostimulator (ins) wasn¿t functioning. The patient had cancer and was dealing with that for the past couple of months, but believed she noticed the issue this about five weeks ago. The patient couldn¿t get her ins on and was unaware of seeing any error codes. The issue was discussed with the patient¿s healthcare provider and the patient was told to make an appointment with the manufacturer representative. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3487a-56, lot# v617088, implanted: (B)(6) 2011, product type: lead; product ID 3487a-56, lot# v617088, implanted: (B)(6) 2011, product type: lead; product ID 3888-45, lot# v603270, implanted: (B)(6) 2011, product type: lead; product ID 3888-33, lot# v400268, implanted: (B)(6) 2011, product type: lead; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 355028, lot# n294117, implanted: (B)(6) 2011, product type: accessory; product ID 355028, lot# n294113, implanted: (B)(6) 2011, product type: accessory; product ID 355531, lot# n288047, implanted: (B)(6) 2011, product type: screening device; product ID 37092, lot# 278130002, implanted: (B)(6) 2011, product type: accessory; product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).